Manufacturer narrative:
The insulin pump failed the displacement test, followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform functional test including rewind basic occlusion test, occlusion test, prime test, excessive no delivery test, a21 error test, displacement test or verify a35 alarms due to motor error alarm. The insulin pump was received with cracked case at the display window corners, crackled display window, crackled belt clip slot, cracked battery tube threads, minor scratched lcd window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call motion sensor test failure, MRI exposure to the insulin pump, hospitalization and high blood glucose levels. Customer's blood glucose level was over 300 mg/dl. Customer advised when they received an MRI for a fractured foot the insulin pump was in the same room. Customer's insulin pump failed the displacement test and during the fill tubing process the device alarmed no reservoir even though the reservoir was in place. Customer's insulin pump was removed when they were admitted into the hospital and they put it back on when they left. Customer advised their blood glucose was fine. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.